Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
**Update** 11/20/2012 medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available on disc for further review if needed. The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported part and lot code combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify a root cause corrective action was not established. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records found no related manufacturing deviations or related anomalies. A search of the complaint database found no prior reports for both of the reported part and lot number combinations. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Pfs and medical records received. After review of the medical records for MDR reportability, the patient was revised to address pain related to hypersensitivity to nickel and metallosis. Pathology is reported to show chronic inflammation with no evidence of infection. There is no new additional information that would affect the existing investigation.

Event description:
Litigation alleges that patient experienced metal sensitivity, severe pain in and around the left hip joint, and was unable to walk. During revision surgery, there was evidence of metallosis in the left hip joint.

Manufacturer narrative:
Product complaint # (B)(4).UDI: (B)(4).

Event description:
After review of medical records, revision note reported metal sensitivity and swelling.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.